Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited sensing issues on the discrimination channel which resulted in delivery of inappropriate shocks. Programming changes were suggested. No intervention was reported and the patient will be further monitored. There were no patient consequences.